Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer stated that she woke up with high blood glucose of 574mg/dl. The caller stated that the insulin pump indicated to take 22.0 units, but he took only 20.0 units because his limit settings. The customer stated that shortly after that, his blood glucose dropped to 20mg/dl and the paramedics came and treated him. Troubleshooting was performed, and the bolus history was accurate. The customer stated that she has not been using the insulin pump since the event. No further information was provided.